Event description:
It was reported that patient underwent a procedure utilizing a suture passer on (B)(6) 2010. During the procedure, the trap door of the passer fractured as the doctor was passing the suture through the tissue. The fractured piece was retrieved from the patient; however, a delay greater than thirty minutes occurred as a result.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet sports medicine recommends that all instruments be regularly inspected for wear and disfigurement". The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Evaluation of the returned device found the nitinol trap door fractured near the center of the distal rivet hole. Fracture artifacts suggest possible fatigue fracture originating at the distal rivet hole. (B)(4).